Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned heartmate 3 lvad, serial number (B)(6), confirmed the presence of pump thrombosis, which could have contributed to the reported elevated ldh level. However, a direct correlation between the evaluation findings of the returned device and the reported renal failure, sepsis, and patient outcome could not be conclusively determined. Upon disassembly of (B)(6), a red and tan thrombus was found occluding the proximal side of the rotor eye and slightly obstructing the blood flow path through the rotor vanes. The non-laminated structure of the thrombus as well as its lack of adherence to the pump rotor surfaces suggests that it likely did not form on the rotor; however, the specific origin of the thrombus as well as a duration of time for which it was present in the pump could not be conclusively determined through this evaluation. The observed thrombus could have contributed to the reported elevated ldh level. No additional developed depositions or thrombus formations were observed on the remaining blood-contacting surfaces of the returned device. Examination of the returned outflow graft material on either side of the graft-to-graft anastomosis showed no evidence of distortion such as twisting or kinking that may have contributed to the reported event or a flow obstruction during lvad support. The submitted controller and lvad event and periodic log files cumulatively contained data from (B)(6) 2019 to (B)(6) 2019 and appeared to show the system operating as intended with no low flow events, alarms, or atypical controller or lvad faults recorded. The lvad event and periodic log files retrieved from (B)(6) cumulatively contained data from (B)(6) 2019 to the outcome date of (B)(6) 2020 and appeared to show the pump operating as intended with no low flow values or atypical lvad faults recorded. Following cleaning, (B)(6) was reassembled and operated on a mock circulatory loop. The pump functioned as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists pump thrombosis, hemolysis, renal dysfunction, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient presented to clinic with several weeks of weight gain, dyspnea on exertion (doe), and le despite escalating diuretics. Despite being trialed on lasix drip, his weight remained stagnant and his renal function continued to worsen. He was ultimately intubated given minimal improvement, and started on pressor support and broad antibiotic coverage. Despite uptitration of pressors, continued continuous veno-venous hemofiltration (cvvh) therapy, and persistent ventilatory support, he continued to clinically deteriorate until care was withdrawn per family wishes on (B)(6) 2020. Concern was present for an lvad thrombus and/or outflow kink in the setting of worsening sepsis secondary to aspiration pneumonia. Peak lactate dehydrogenase was of 1064 u/l. Unable to perform cta due to renal failure. Patient expired on (B)(6) 2020. No issues with flows or other alarms. The device was returned for evaluation. No further information was provided.